Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed need assistance on 8015 sn (B)(4), while running a pm test on keypad test, when pressing tampered swicth is failing the test. Failure device type: alaris system instrument. Failure problem type: 8015. Case resolution: I assisted biomed on 8015 sn (B)(4), while running a pm test on keypad test, when pressing tampered swicth is failing the test. Resolution, I ask biomed to hold the tampered swicth for about three seconds. The issue was, biomed is releasing it too soon after pressing the tampered switch. Issue was resolved.